Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number and email address are unavailable. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that during surgery, the screwdriver was too rounded out to be used successfully with a screw. They completed the procedure using a second screwdriver. This had no impact on the surgery and there was no delay. Patient status is unknown. Concomitant devices: trauma screws (part: unknown, lot: unknown. Quantity: 1). This report is for a stardrive screwdriver shaft t25/qc. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 314.119, lot 7399803: manufacturer date: august 14, 2013. Manufacturer: universal punch corp. Product is manufactured complete at universal punch corp. An incoming final inspection and packaging operations is performed in monument. Device history record (DHR) review showed all inspection requirements were performed and passed. There were no non-conformance reports (ncrs) or reworks initiated during the manufacture of this product. Review of the device history record showed there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the teeth of the t25 stardrive are slightly rounded on a length of about 2mm. In general, is the screwdriver in a very used condition, there are clearly visible wear marks at the stardrive. Also, the coupling piece is strongly worn with heavy stress marks at the shaft and deformations at the flat surface. The relevant dimensions could not be verified due to the above described damages. The review of the manufacturing documents has shown that the device did pass all inspections back then. Also, there were no deviations regarding material and hardness. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused damage at the device. The complaint is confirmed as the tooth of the stardrive are slightly rounded as complained. This lot of devices was manufactured in august 2013. Based on that, the performed evaluation and the very used condition a manufacturing related issue can be excluded. It can be concluded that normal wear and tear by intense use over the years caused the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.